Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual part number 1024492, rev.e(may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Provider states pump will not hold no matter how tight the release lever is. It was reported no injury or harm has occurred. The pump has since been replaced. Additional information has been requested, however no further information was received. Any further information or evaluation will be filed in a supplemental report.